Event description:
Asr revision; right asr hip resurfacing system; reasons for revision: components loosening (cup and head); pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.